Event description:
Siemens received a medwatch form from the united states food and drug administration, which delineates a medical director¿s concern about the default reporting units of the atellica ch acetaminophen (acet) assay on the atellica ch 930 analyzer. In the form, the medical director shares the default reporting units (mg/dl) for this assay differs from the units (mcg/ml) used in the treatment decision tool for acute acetaminophen overdoses, rumack-matthew nomogram. The medical director also indicates that having non-standard units as the default units creates a systemic error and patients may be injured due to the default units differing from the units used in the treatment decision tool. The medical director informs the FDA of a liver injury due to a treatment error created by the default reporting units used by a customer. Details of the patient¿s clinical condition at the time of presentation, treatment provided, the results obtained, and degree of liver injury are unknown. This report is being filed in an abundance of caution due to the reported liver injury. Statements and actions attributed to the customer are derived from information submitted to the FDA via medwatch report mw5152256 and have not been verified.

Manufacturer narrative:
Siemens received medwatch report mw5152256 from the united states food and drug administration. This report shares the concern of a medical director regarding the default reporting units of the atellica ch acetaminophen (acet) assay on the atellica ch 930 analyzer misaligning with the units used in the treatment decision tool for acute acetaminophen overdoses, rumack-matthew nomogram. The medical director also reports a liver injury due to a treatment error created by the default reporting units used by a customer. There is no evidence that the instrument malfunctioned or produced inaccurate numerical results and units. Hence, this report is being filed in an abundance of caution. A siemens medical affairs specialist evaluated this report. The rumack-matthew nomogram, a treatment decision tool that aids in assessment of hepatotoxicity risk in patients with acute acetaminophen overdose, typically uses ¿g/ml (mcg/ml) and/or ¿mol/l for the units. The atellica ch acetaminophen instructions for use provides default unit in mg/dl and si unit in ¿mol/l. The instrument is globally available, and the units are not standardized in clinical practice. For example, some guidelines use ¿mol/l and mg/l as default units when determining patient treatment in acute acetaminophen toxicity. Additionally, the exact guidelines for the initiation of treatment vary throughout the world. Other guidelines using different treatment thresholds have been published and may be used in some countries. Additionally, the units are chosen by the laboratory when setting up the instrument and assay. The assay instructions for use contains appropriate reference/therapeutic interval and toxic values for the respective units. The laboratory is responsible for the set-up of appropriate reference/therapeutic interval and toxic values in the electronic medical record using the desired units for physicians' interpretation, based on the institutions physician¿s needs, using the necessary conversion factors that are readily available. The reported therapeutic/reference interval and toxic values and units would be apparent to the physician. Furthermore, treatment consideration is also based on the clinical condition of the patient at the time of presentation, patient¿s comorbid conditions, time since acetaminophen ingestion, along with additional laboratory tests such as liver function test, prothrombin time/international normalized ratio, etc. The atellica online help provides instructions to change the units of measurement for a chemistry assay on the system under section 'changing units for ch test results'. Section b3 was intentionally left blank as the date of event is unknown at the time of filing this report.